Manufacturer narrative:
A device history record is not available due to insufficient device data. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture," baker grade unspecified.

Event description:
Healthcare professional reported capsular contracture, baker grade unknown against unknown side device. Device remains implanted.